Event description:
Wire from the glidesheath slender kit was not the correct size. It will get stuck in the angiocath and push the angiocath into the back wall of the radial artery causing a dissection of the artery.